Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device has been explanted due to infection. The explanted unit is not intended to be returned for analysis and replacement was reported successful after an eight day antibiotics regimen. The physician reported this patient was particularly vulnerable to infections and alleged no boston scientific product contributing factor.